Event description:
¿Splitting¿ or ¿flowering¿ at the top of the catheter (B)(6) 2025: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed, and the cause appeared to be associated with use. Two photographs were provided for investigation. The IV catheter exhibited evidence of use. What appeared to be a v-shaped hole was observed in the catheter tip, which was consistent with needle puncture damage. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.